Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and the provided images/video contain information regarding catheter mechanical jam. After review of the provided images/video mechanical jam can not be confirmed. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (medical device expiration date), g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using rotarex for left lower limb arterial occlusion, peripheral arterial atherosclerosis and coronary artery atherosclerosis. During the procedure, after advancing 1 cm, the machine's energy indicator dropped into the yellow zone. The surgeon paused, retrieved the flushing solution, and observed reduced fluid flow in the waste collection bag, intermittent sounds, and no discharge from the waste bag. Upon inspection, a tear was found in the center of the collection chamber's outer shell, rendering it inoperable. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using rotarex for left lower limb arterial occlusion, peripheral arterial atherosclerosis and coronary artery atherosclerosis. During the procedure, after advancing 1 cm, the machine's energy indicator dropped into the yellow zone. The surgeon paused, retrieved the flushing solution, and observed reduced fluid flow in the waste collection bag, intermittent sounds, and no discharge from the waste bag. Upon inspection, a tear was found in the center of the collection chamber's outer shell, rendering it inoperable. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos, videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.